Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v666123, implanted: (B)(6) 2011, product type: lead. Product ID 3888-33, lot# v666123, implanted: (B)(6) 2011, product type: lead. Product ID 3998, lot# v658240, implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported stimulation was not helping their feet issues, which was occurring daily. Stimulation made their feet feel jumpy and like bees were all over their feet. As patient gets older, stimulation was not working as well to address this and it was painful as well. It was noted as a gradual change. Interventions/troubleshooting was noted as decreasing stimulation. Additional information received from the consumer reported that the patient had an appointment on (B)(6) 2015 and set up another appointment with their doctor after that. The appointment was to help with the device and foot pain. The pain in the patient's feet had not been resolved at the time of the report. The patient had a surgery scheduled to repair or replace their device and they thought this would resolve the foot pain. The patient was indicated for degenerative disc disease.